Event description:
A patient had pacemaker replacement in 2009. Returned to facility two months later, due to nonfunctioning generator as noted by st judes, patient had emergent battery replacement done. No serious event for patient.